Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed at one day post lasik treatment in the left eye. Reporter indicated the patient was placed on an increased topical steroid dosage. Patient noted no symptoms. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional information, at this time no additional information has been received. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).